Manufacturer narrative:
Follow-up # 1 date of submission 1/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/15/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked below the grip pad. Unrelated to the initial complaint, it was observed that the returned battery cap was able to fully tighten to the pump however the yellow o-ring was missing from the battery cap. The pump was able power on with the returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that there was damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.